Event description:
Information received via complaint form indicates the following: "scale on the replacement urine collecting bag for unometer 500 is not representing the actual contents. A nurse noticed significant deviation and put the bag to the test. With a syringe, she filled 250 ml of water into it and the scale showed approximately 500 ml.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. A request was sent on (B)(4) 2013 to supplier to investigate this issue. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.